Event description:
A pt underwent a revision surgery due to the plate breaking. We have no info about the implantation period and the pt details. More info has been requested.

Manufacturer narrative:
The macroscopic and microscopic examination revealed that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under very high forces in low cycle fatigue mode. The investigation with sem shows, on the fractured surfaces, the appearance of a low cycle fatigue rupture. Evidence of forced rupture as well as swinging lines of a fatigue breakage is visible. Indication for material or manufacturing related problems were not found in this investigation. Based on statistical eval, there is no indication for any systematic device related failure.